Manufacturer narrative:
The field service engineer (fse) visited the customer again and adjusted the ise and diluent needles/assembly. Calibration, ise check, and precision studies were performed and they were within specifications. The service actions performed by the fse resolved the issue. The root cause was due to a maintenance issue (misadjustment of the sample probe).

Manufacturer narrative:
The na electrode lot number was asn82. The expiration date was not provided. The k electrode lot number was alv96. The expiration date was not provided. The field service engineer re-adjusted the sample probe, cleaned the dilution cell, and fixed the sipper as it was bent. He then decontaminated the instrument and performed calibration and qc with successful results. After service, the other patient samples were also repeated obtaining correct results. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for an unspecified number of patients' samples tested on a cobas c 303 analytical unit. Results for the following tests were affected: sodium (na) and potassium (k). Discrepant results for 1 patient sample were provided. Initial result: 138.9 mmol/l. 1st repeat result: 133.8 mmol/l (tested on another module). 2nd repeat result: 131.4 mmol/l. K: initial result: 5.8 mmol/l. 1st repeat result: 4.56 mmol/l (tested on another module). 2nd repeat result: 4.76 mmol/l. The customer questioned the initial results as they did not match the patient's clinical history. No questionable results were reported outside the laboratory and the sample was then repeated. After the engineer performed service actions, the sample was repeated for a 2nd time. The repeat results were deemed to be correct.